Manufacturer narrative:
The serial number of the device was not provided. The manufacturing date and expiration date of the device is unknown. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The mpu was not returned for analysis; however, a log files were submitted. The submitted log files contained data from 02/02/19 to 03/19/19, per the timestamp. A no external power alarm associated with a loss of ac power while the controller was connected to a mpu was recorded on (B)(6) 2019 at 11:33:35pm. Requests for additional information about this event were made; however, at this time no response has been received. The cause of the reported event was unable to be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that log file analysis showed a no external power event on (B)(6) 2019 and a pump reset on (B)(6) 2019 which lasted for approximately 3 seconds. Additional information was requested but no further information was provided.